Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a postoperative check, the cardiac technologist observed the right ventricular (rv) threshold was high and sensing was poor. A chest x-ray was performed and showed the lead had dislodged. Subsequently, the patient underwent a revision procedure, and the rv lead was successfully repositioned. Besides intervention, there were no other adverse patient effects reported. This rv lead remains in service.